Manufacturer narrative:
The investigation is ongoing.

Event description:
Customer reporting discrepancy result between aries sars-cov2 eua assay compared to the panther assay. Aries (module b3 (B)(4)) run 1: negative panther: positive.